Event description:
Allegedly patient was in sitting position when all of the sudden pain was felt, without trauma, and the component was broken.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4).

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01131. This event occurred in (B)(6).